Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. The catheter body was intentionally severed just above the 16cm mark. The severed portion was not returned by the customer. Signs of use in the form of biological material was observed on the catheter juncture hub. After failing functional analysis, visual examination revealed a hole in the distal extension line. The hole was directly adjacent to the distal luer hub. Microscopic examination confirmed the hole. Despite the damage, the extension line appeared to be fully recessed within the luer hub. No other defects or anomalies were observed. The distal extension line length from the luer hub to the juncture hub measured 1.563", which is within the specification limits of 1.459"-1.601" per the catheter graphic. The distal extension line outer diameter measured .095", which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. A lab inventory syringe filled with water was used to functionally test the catheter extension lines. When testing the distal extension line, water was observed leaking out of the hole directly adjacent to the luer hub. No leaks were observed when functionally testing the proximal lumen. A manual tug test confirmed that the proximal and distal extension lines were secure within their respective luer hubs. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line leaks, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related. Teleflex will continue to monitor and trend for reports if this nature.

Event description:
The pr-05552-hpx was placed on (B)(6) 2019. The patient came in complaining recently that her PICC was leaking. Upon inspection, the clinician found that the lumen was leaking where the pink junction hub attaches to the clear tubing. The catheter was removed. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The pr-05552-hpx was placed on (B)(6) 2019. The patient came in complaining recently that her PICC was leaking. Upon inspection, the clinician found that the lumen was leaking where the pink junction hub attaches to the clear tubing. The catheter was removed. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was not delayed/interrupted.